Event description:
The customer reported that when the shaver handpiece is connected to the console it starts working on its own. There was no reported injury or surgical delay with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation results: the shaver handpiece was received and evaluated. An investigation confirmed that the shaver handpiece activated on its own when connected to the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no injuries associated with this failure mode.